Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in good condition. Attached an admin set and primed the line, but at the first motor revolution, the error code 1871 triggered. The customer's problem was duplicated. The motor and optical sensor is faulty and the mainboard can't sense when the motor is moving. Which is why the error 1871 occurs. Replaced the motor and optical sensor in order to fix the 1871 error code. After they were replaced, the pump operated without issues. The service history review identified there was no indication, that the complaint was related to a service of the device within the review period.

Event description:
It was reported, that the device had error code 1871. There was no patient involvement.